Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2014 with the following findings: the battery compartment was found to be cracked.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.